Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports patient status post left l3-4 direct lateral interbody fusion with posterior instrumentation. After surgery, when drapes were removed, the patient was found to have a left flank burn of 7x2.5cm non-blanchable erythema with a fluid filled blister in the center measuring 3.5cmx1.5cm. There was no evidence of any alteration to the sterile drapes (I>e> - burn mark). This discovered event was discussed / examined by the surgical team, anesthetic team, and the circulating nurse. The surgical team discussed the possibility of the burn occurring from the light cord connection to the fiber optic cable and all components were collected / delivered to the operating room manager for full investigation by the clinical engineering department. The burn area was covered with a sterile dressing and a wound case specialist was consulted. Postoperatively the left flank wound was clean and healing appropriately. Patient was followed closely by the wound consult specialist. The spine service checked wound at discharge and patient was to follow up in two weeks. Patient's spine surgeon spoke to dermatologist and ordered silver sulfadiazine 1% cream application with tape twice daily and instructed to cover with dressing. Patient discharged home with home services for dressing changes and wound monitoring. Upon follow up visit with the spine surgeon on (B)(6) 2015 it was discovered that the burn has increased to a serial reportable event requiring a change in the treatment plan with question debridement of wound and increased dressing changes.

Manufacturer narrative:
On 5/11/16 integra investigation completed. Method: failure analysis, device history evaluation; results: failure analysis - given that no material will be returned for investigation a failure analysis cannot be performed. A review of the report confirmed that no customer name or contact information was recorded. Therefore, no attempt for additional information and return of the suspect product could be made. . Device history evaluation - nonconforming product report / nonconforming material report history: ncmr issued 08/08/2014 for the following reasons: 1pc burnt and smoked. Conclusion: root cause cannot be determined, as the unit was not returned for investigation. There was no confirmed product malfunction or failure of the integra product.